Manufacturer narrative:
The monopolar curved scissor tip cover accessory has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. No image or procedure video was provided for review. An instrument log review of the product related to the complaint cannot be performed at this time because the logs for accessories do not exist. This complaint is being reported based on the following conclusion: it was alleged that the monopolar curved scissors tip cover accessory fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury. At this time it is unknown what caused the issue to occur. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Field is blank because the product is not implantable. Information for the blank fields is not available. Field is blank because the information was not provided. Fields are not applicable. Field is blank because the information was not provided.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors cover protection fell into the patient when the instrument was removed. The item was retrieved during the same procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Analysis information can be found in fields h6 and h10. Intuitive surgical, inc. (Isi) received the monopolar curved scissor (mcs) instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) could not confirm the reported complaint. The mcs tip cover accessory was not returned with the instrument. Visual inspection of the tube extension did not show any damage or deformity that would cause the mcs tip cover accessory to slip. A new tip cover was put on the instrument. The instrument was placed and driven on an in-house system. The system verified that the instrument has never been used. The instrument passed recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The tips opened and closed properly and the instrument passed the cut test. The mcs tip cover accessory did not move or show any signs of slippage throughout the testing. The instrument was tested multiple times and there were no problems detected.

Event description:
Refer to h10/h11 for follow-up information.